Manufacturer narrative:
Manufacturer received information that the motor allegedly malfunctioned, and a consumer fell out of their chair. No details of the event were provided. No serious injury is reported. It is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is working with the dealer to have the product returned for evaluation. Malfunction is not confirmed.

Event description:
The left motor allegedly locked up, causing the consumer to be thrown from the chair. No serious injury is alleged.